Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported sizing issue cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was too long for the patient, so he underwent a procedure two years after implant in which his 21cm cx ipp was explanted and a smaller 18cm cx ipp device was implanted. There were no patient complications.